Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that after several hours of use the device's respiratory rate had increased from 16 to 25, and that its peak inspiratory pressure (pip) increased from 10-20cmh2o to 20-30cmh2o. The initial reporter stated that it sounded like the ventilator was "revving up". The initial reporter further advised that the patient circuit was changed but that it did not resolve the reported issue, so the patient was placed on their backup ventilator for support. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the initial reporter later advised ventec that the date of the reported event was 5/30/2025 and not 5/31/2025, as originally reported. As a result, section b3 date of event has been updated accordingly. The device was evaluated by ventec where the reported issues of it delivering a higher-than-expected breath rate and high peak inspiratory pressure (pip) could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis, but no abnormalities observed on the date of the reported event. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.